Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of thrombus could not be confirmed through this evaluation. Additionally, a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2024 through (B)(6) 2024. No notable events or alarms associated with the pump were captured. The pump appeared to function as intended and operated at or above the low speed limit (lsl) for the duration of the file. It was reported that the patient with prolonged hospitalization was being optimized for discharge to long-term acute care (ltac) now had rise in lactate dehydrogenase (ldh) with subtherapeutic international normalized ratio (inr) overnight. There was concern for clotting and the patient was started on anticoagulant medication. There were no alarms on interrogation. The patient remains ongoing on hmii lvas, serial number (B)(6). No further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate ii lvas. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis as well as how to respond to such events. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being optimized for discharge to long-term acute care (ltac) now with rise in lactate dehydrogenase (ldh) with subtherapeutic international normalized ratio (inr) overnight concern for clotting and was started on heparin. There were no alarms on interrogation. Log files were submitted for review and the patient cable voltages are low. There were no unusual alarms in the event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.